Manufacturer narrative:
Investigation summary: bd received six photos for investigation. The evaluation of these photos indicated the presence of foreign material in the tube. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: foreign matter - non-biological. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported prior to use of bd vacutainer® buffered sodium citrate (9nc) blood collection tubes, foreign matter was found inside of 1 tube. There was no health impact or consequences reported.

Manufacturer narrative:
E1. Initial reporter phone #: (B)(6). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported prior to use of bd vacutainer® buffered sodium citrate (9nc) blood collection tubes, foreign matter was found inside of 1 tube. There was no health impact or consequences reported.